Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5036381.

Event description:
It was reported that the patient was not feeling stimulation in targeted area due to high levels of impedances. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted percutaneous leads will not be returned.